Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: air leaked after removing the forceps from the trocar. When the doctor looked inside the trocar, he/she could see abdominal cavity.

Manufacturer narrative:
(B)(4). Additional information: air leaked after removing the forceps from the trocar. When the doctor looked inside the trocar, he/she could see abdominal cavity. Were any noises heard such as whistling or hissing? Yes. Hissing noises were heard. If so, did the noise prevent insufflation? Please describe the noise. No information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No information. What was the gas consumption rate or volume (liter/minute)? 10-12 liters/minute. Was any torque being applied to the trocar or device? No information. The analysis results found that the device (a) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # unk, expiration date: unk, manufacturing date: unk, (B)(4) leak test failure (B)(4).

Event description:
It was reported that during a laparoscopic ovarian resection procedure, air leaked, because the valve kept opening after a forceps was inserted through the device just once. Another device was used to complete the case. There were no adverse consequences for the patient.